Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. One lead was placed at l5 and the second was placed at s1. It was reported the patient underwent a procedure to implant a lead due at a different level and during the procedure, the existing leads migrated. The physician attempted to reposition the leads to no avail. The leads were then explanted and replaced. Postoperatively, the patient reported receiving effective therapy.